Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed the insert to be returned with the blade detached from the distal end. The shaft features that mates with the clamp arm pins are bent backwards which is indicative of a mechanical overload. The curved blade has scratch marks on the side that makes contact with the clamp arms' teflon pad. The distal end of shaft has various scratches which have removed the black paint.

Event description:
It was reported that during a da vinci s surgical procedure, the tip of the harmonic curved shears insert fell into the patient. The piece was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.